Event description:
Per a computerized tomography (CT) scan of the abdomen and pelvis dated 20sep2018, ¿previously placed ivc filter showing interval dislodgement, located within the right hepatic vein branch oriented with the hook pointed posterolaterally towards the inferior right lobe in the direct of the hepatic inflow.¿ per an attempted ivc filter retrieval operative report dated 20sep2018, ¿[venogram] demonstrated a small inferior vena cava with the filter in a 30¿45 degree tilting position; however, there appeared to be no evidence of any thrombus and the hook appeared to be within the lumen of the ivc. The filter would not collapse into the retrieval sheath. The filter subsequently had migrated to a branch of the hepatic vein within the hepatic parenchyma, which was confirmed on CT scan. It appeared to be well within the parenchyma of the liver.¿ per a CT of chest and abdomen dated 01oct2018, ¿the prior dislodged ivc filter within the right hepatic vein has migrated into the right heart, in a transverse orientation lodged along the tricuspid valve region, with the hook pointed right laterally within the right atrium and struts located in the right ventricle.¿ per an x-ray of chest dated 02oct2018, ¿the ivc filter projects over the region of the right heart. Correlate with cross-sectional imaging is recommended.¿ per an attempted retrieval of ivc filter operative report dated 02oct2018, ¿the ivc filter was in the right ventricle. Anesthesia had tee and we could see that the filter was underneath the tricuspid valve. We attempted to remove this with the 12 french sheath and a snare, we were unable to reove [sic] this because the filter was stuck under the valve. After discussion with the CT surgeon and cardiologists we decided to stop and have the patient undergo open surgery to remove this.¿ per a CT of chest venogram dated (B)(6) 2018, ¿known ivc filter in the right ventricle, detailed above, with no evidence of migration to the lungs. However, the medial strut of the ivc filter is contiguous with the interventricular septum and it is unclear whether the strut has actually migrated into the myocardium. Redemonstration of chronic portal vein thrombosis with cavernous transformation. Per an ivc filter retrieval operative report dated 05oct2018, ¿findings: ivc filter in the rv causing inflammatory reaction to the tissue inside the rv underneath the posterior leaflet of the tricuspid valve as well as on the septal wall. Evidence of a small hematoma on the acute margin of the right ventricle. Ivc filter. The tricuspid valve was some fibrinous material on the trace tricuspid regurgitation which is unchanged for the preop. Procedure: it should be noted that the filter was almost completely embedded in the right ventricular myocardium with both proximal and distal end buried deeply in the myocardial. The only portion visible was the middle portion. Therefore, it was gently removed initially. The top of the filter was gently freed from the surrounding muscle and blood clot and with gentle traction applied to the filter the rest of the filter was withdrawn from the ventricle. The filter was sent to pathology. The area of inflammation and clot behind the posterior leaflet of the tricuspid valve with the inflammatory tissue and clot were removed and sent to pathology as well.¿

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organperforation/embedded, difficult to remove, tilt, thrombosis, hematoma. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported hematoma are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot number are unknown; however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient allegedly received the filter implant via the internal jugular vein. On (B)(6) 2017, per a report from implant report; ¿impression: gunther tulip ivc filter placed in the infrarenal inferior vena cava.¿ on (B)(6) 2017, per a report from computed tomography; ¿findings: inferior vena cava filter.¿ on (B)(6) 2018, per a report from computed tomography; ¿vessels: no aortic aneurysm. There is an infrarenal ivc filter.¿ on (B)(6) 2018, per a report from xray; ¿partially visualized ivc filter.¿ on (B)(6) 2018, per a report from computed tomography; ¿heart: ivc filter device is seen in the right ventricle with its tines directed toward the interventricular septum/ventricular apex and its proximal portion at the level of the tricuspid valve. The strut that is along the septum may be within the myocardium. Mild right ventricular and right atrial enlargement. Impression: 1. Known ivc filter in the right ventricle, detailed above, with no evidence of migration to the lungs. However, the medial strut of the ivc filter is contiguous with the interventricular septum and it is unclear whether the strut has actually migrated into the myocardium.¿

Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. 510 (k): k172557. Summary of investigational findings: the following allegations have been investigated: migration and malposition of device to heart. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported malposition of the device to the heart is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to initial reporter: 'it is alleged that "[pt] received a cook gunther tulip filter on or about (B)(6) 2017". Alleged "on or about (B)(6) 2018 physicians made multiple attempts to retrieve the device following an initial venogram that showed the filter severely tilted. Subsequently the device migrated/embolized into the hepatic vein area within the hepatic parenchyma moving 180 degrees and lodged with the prongs facing superiorly. On or about (B)(6) 2018 a CT scan revealed embolization/migration of the filter into [pt] heart. An angiogram of vena cava with attempted retrieval of migrated inferior vena cava filter was performed. An echocardiogram showed the tip of the filter was lodged on the right ventricular wall of the heart with the tip under tricuspid valve leaflets and ends of the device again the apex of the ventricle. The angiogram confirmed the position of the filter and indicated there was no "safe way" to snare the filter with endovascular retrieval. On (B)(6) 2018 [pt] underwent surgical removal of the gunther tulip filter from the right ventricle and tricuspid valve. The reported findings were "ivc filter in rv causing inflammatory reaction to the tissue inside and outside of the rv. The filter was successfully retrieved intact". Patient outcome: alleged "the filter was successfully retrieved intact". [Pt] suffered injuries, damages and attendant pain and suffering.